Event description:
It was reported that the inner sterile packaging was found already opened during the operation. No impact patient and no adverse occurred.

Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, g4, g7, h2, h6, h10. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. One complaint, has been recorded over the batch number a809ad2501. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging was found already opened during the operation. No impact patient and no adverse occurred.